Event description:
As reported, during insertion the palmaz stent was caught at the hemostasis valve and was moved to proximal side on the balloon. The patient's age and gender were unknown. The target lesion was the abdominal aorta. The lesion was slightly calcified and slightly tortuous. The product was properly inspected and prepped and no anomalies were noted. When the palmaz stent (8.0/30mm: complaint product) was being inserted into a sheath introducer (check-flow: 10f), the stent was caught at the hemostasis valve and was moved to the proximal side on the balloon. Therefore, the physician tried to re-mount the stent on the balloon, but it was unsuccessful. Consequently, a new palmaz stent (same size) was used instead and the procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: sheath: check-flow 10f, terumo's radifocus guidewire.

Manufacturer narrative:
As reported, during insertion the palmaz stent was caught at the hemostasis valve and moved to proximal side on the balloon. The product was properly inspected and prepped and no anomalies were noted. When the palmaz stent was being inserted into a non-cordis sheath introducer (check-flow: 10 f), the stent became caught at the hemostasis valve and moved to the proximal side on the balloon. The physician tried to re-mount the stent on the balloon, but was unsuccessful. Consequently, a new palmaz stent was used and the procedure was finished successfully. There was no patient injury reported. One non sterile maxi sds 8.0 x 3.0 cm 80.0 cm was received coiled inside a plastic bag. The balloon was partially inflated. The stent was received mounted and was not aligned correctly with the marker bands. No other anomalies were observed in the returned device. Stent marks were observed in the balloon. The stent was found misalignment 1.6 cm from proximal marker band. Insertion withdrawal test was performed using a lab sample cordis csi 10 fr, proximal seal area pass through csi without difficulty. Analysis for od of proximal balloon seal was performed and the od of proximal balloon seal was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "offset/out of position" was confirmed; since the stent was found misalignment 1.6 cm from proximal marker band however the exact cause could not be determined since the balloon was received partially inflated and stent marks were observed in the balloon. The failure stent delivery system resistance/friction-outer body reported by the customer was not confirmed; since the catheter was introduced in a lab sample csi 10 f without difficulty. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and/or device interaction and is not related to a product quality issue.